Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Additional information: d10. Investigation ¿ evaluation a visual inspection and dimensional verification of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and trends. One used one multi use 273 fiber was returned for investigation bearing lot number 7770060. Visual examination confirmed the fiber was returned in used condition. The fiber length measured 214cm. Cladding at the distal tip is stretched to separation with 2mm of fiber optic protruding from the cladding. Black charring seen on the cladding behind the point of separation. The fiber is secured inside the plug. The plug and ferrule appear undamaged. The device history record was reviewed and noted there were no non-conformances that may have contributed to this incident. A search of complaint records revealed this is the only complaint associated with complaint lot number 7770060. The instructions for use (IFU) advises that a number of different factors affect the life of any particular fiber, including: ¿ extended lasing power. ¿ continuous lasing with fiber tip in contact with tissue. ¿ lasing with a contaminated or damaged proximal end. ¿ improper handling. ¿ poor laser beam alignment or focus. ¿ never subject fiber optics to sharp bends in handling, use or storage. ¿ always keep connector end dry and free from contaminates. ¿ discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. ¿ do not exceed power limits. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. Laser fibers are tested during manufacturing processes to assure the fiber is recognized and no failure codes are present. In addition, to assure no breaks are present along the fiber length and the green output from end of fiber creates a well-defined circle. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Any of the listed factors provided in the IFU can cause the alleged malfunction. Based on the information available an investigation conclusion could not be determined. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k # k124030. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during retrograde intrarenal surgery , when the doctor was using the cook® multi-use holmium laser fiber it broke in the external side of the ureteroscope, they could retrieve the fiber part that had remained inside the ureteroscope. They stripped the fiber and continued the procedure with the same fiber. No adverse events have been reported as a result of the alleged malfunction.